Event description:
Boston scientific crm received and reported the following info: "lv lead: abnormal impedance measurements 242 ohms high pacing thresholds 7v/0,5 ms deactivated and replaced."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the rise in thresholds was related to device performance, or pt condition.